Event description:
Ceramic liner cracked during attempted impaction into the cup.

Manufacturer narrative:
Device is currently undergoing engineering evaluation. Device history record review provides assurance that the part was accepted with conformance to the product requirements.